Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was noise on the right ventricular (rv) lead. Impedance has been going up with new oversensing of non-physiologic intervals seen in some non-sustained tachycardia's (nst) due to an apparent rv pace/sense lead fracture. The rv lead was partially removed/capped and replaced with a new pace/sense lead. No patient complications have been reported as a result of this event.